Event description:
It was reported to medtronic neurosurgery that the patient's valve inadvertently changed performance settings from 1.5 to 2.5. According to the report, the patient was experiencing severe headaches and gait disturbances.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.